Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Following additional information was received: we are working on this and others and will send shortly.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the hole found in the suture or in the packaging? If packaging, please confirm if the outer box or the sterile packaging (tyvek) was affected. The hole was found in the outer packaging before we used it on a patient. The box of the suture was not damaged. Was the hole in the suture found before use on the patient or during use on the patient? Before. Please provide the source or name and title of the external person providing answers to follow-up (B)(6) , rn-shared leader & (B)(6) - supply chain operations specialist 1. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. I want to follow up with you to confirm this sample has been returned to ethicon. They are waiting to receive the sample to conduct their investigation

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported by the healthcare professional, that found hole in the suture. There was no patient consequence was reported. The device was available for return. There were no adverse consequences reported. Additional information was requested.